Event description:
It was reported the lead had high output, high threshold and intermittent capture. The physician attempted to reposition the lead but was unable to do so. The lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. The distal conductor was distorted and had blood/body fluid, the out insulation cosmetic esc and depression. Apparent explant damage.